Event description:
It was reported that non-sustained lead noise due to oversensing was observed via remote transmission. Oversensing could not be reproduced. Programming changes was made. Patient had no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.